Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion appeared more calcified and was located in the left anterior descending artery. A 3.5mm x 10mm wolverine cutting balloon monorail was selected for use. During procedure, a non-boston scientific guide catheter and guidewire was engaged to the lesion. A wolverine device was used and it did not cross due to resistance. It was removed, and the lesion was predilated with nc balloon. Upon lesion preparation with the wolverine balloon at 6 atm, it burst. The device was removed and the procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a balloon rupture occurred. The target lesion appeared more calcified and was located in the left anterior descending artery. A 3.5mm x 10mm wolverine cutting balloon monorail was selected for use. During procedure, a non-boston scientific guide catheter and guidewire was engaged to the lesion. A wolverine device was used and it did not cross due to resistance. It was removed, and the lesion was predilated with nc balloon. Upon lesion preparation with the wolverine balloon at 6 atm, it burst. The device was removed and the procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).